Manufacturer narrative:
D9: date returned to mfg.: 2/18/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displays alarm code 45639" was confirmed. The pump showed an error code of 45639 that could not be cleared. The probable cause was unknown. Replaced the printed wiring assembly board, ground plate, pogo pins, motor keypad and labels. Reprogrammed pump. Replaced the motor because the odometer rotations could not be retrieved. Reset motor odometer to 0 and installed software. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported the device alarmed 45639. There were no patient involvement and harm.